Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information h2 type of follow up: additional information. H6 health effect - clinical code: additional information.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.